Event description:
The purported incident was reported to the manufacturer indirectly by the product distributor in the UK. Two of the doctor's nurses reported to the UK distributor for gliatech, that about three weeks ago the doctor experienced an incident where there was a severe reaction while using adcon at a user facility. The incident was described only as "..a severe reaction whilst using adcon-l". Contact with the attending anesthesiologist indicated the incident involved a temporary blood pressure drop (systolic), which occurred within one minute of application and transient facial swelling, which occurred within 10 minutes. Pt specific details are not available at this time.